Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service 064 alarm issue. There was no reported adverse event associated with this complaint. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: call service 064-0008 alarm was observed in the black box and alarm history. Due to unrelated moisture damage and an unresponsive keypad, the reported complaint was unable to be investigated. The battery compartment and casing was found to be damaged; a leak was observed in the pump casing.